Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that the secondary infusion backed up into the primary bag. The infusion was expected to last for 6 hours but infused in less than 1 hour. The nurse hung the secondary infusion at 1150. At 1300 the nurse went in to check the patient's IV site and found the secondary bag empty and the primary bag bulging with fluid. There was no patient harm and no medical intervention was required. Although requested, no additional patient or event details were provided by the customer.